Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. The proximal end of the stent was damaged with struts stretched proximally. The crimped stent outer diameter of the undamaged section of the stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified 2 hypotube breaks (at 44cm distal from the distal end of the strain relief and at 78cm proximal from the distal end of the stent). Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion identified a tear in the distal inner and outer shaft at 7cm proximal from the distal end of the tip. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified coronary artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, it was noted that the stent struts got damaged due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in the calcified mid right coronary artery and that a shaft break occurred. The heavy calcium in the lesion required a lot of pushing on the device and while pushing, a part of the device got damaged/torn off.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified coronary artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, it was noted that the stent struts got damaged due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.